Event description:
Boston scientific crm received information that during the device replacement procedure, it was difficult to release the setscrews for lead removal. Boston scientific technical services (ts) was consulted and gave several techniques to facilitate set screw release, none of which were successful. Ultimately the physician elected to use a bone cutter to completely detach the device header and remove the atrial and ventricular leads. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during the device replacement procedure, it was difficult to release the setscrews for lead removal. Boston scientific technical services (ts) was consulted and gave several techniques to facilitate set screw release, none of which were successful. Ultimately the physician elected to use a bone cutter to completely detach the device header and remove the atrial and ventricular leads. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection showed medical adhesive (ma) was still attached to header, and was adequate. There was no evidence of induced mechanical failure. Further visual inspection noted evidence of ma through out both lead barrels. Due to the physical damage of the device that was done during the explant procedure, the device was unable to be tested for electrical functions .